Event description:
It was reported that the patient suffered cardiac decompensation due to the implantable pulse generator (ipg) triggering elective replacement indicator (eri) and reverting to nominal settings. It was noted that the device had triggered false eri due to a measurement lock up. The physician reprogrammed the device to the patient¿s settings and the longevity appeared as normal. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The device memory showed the battery indicator signifying that it is time for device replacement triggered falsely.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).